Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that once the procedure was completed it seemed by deployed, that the angio-seal deployment did not feel right after the device was locked in pull back position. They stated it might have been a possible suture lock up. The took over and was able to complete the closure. The patient was in stable condition and the procedure outcome and closure were successfully completed. Additional information was received on (B)(6) 2021. The procedure performed prior to the use of the angio-seal device was a heart catheterization. Hemostasis was achieved when he pulled with sufficient force in order to get device to function properly. A 6fr procedural sheath was used. The device was deployed by a certified deployer.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.